Event description:
It was reported by the customer that the device presented heating. Occurred during procedure. No delay was reported, a back-up was not available.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident as the device functionally performed as intended. Visual evaluation under magnification shows moderate electrode wear with dried tissue and blood present on the electrodes. Further visual evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings in which the ablate and coagulation performed as intended. The suction and saline lines were tested and performed as intended. During functional evaluation there was no signs of abnormal heating/steam. The complaint could not be verified as the returned device functionally performed as intended. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause blanching. Other factors that could contribute to the reported event includes: failure to maintain suction could create steam which may cause thermal injury, withdrawing the wand while power is being applied or contact with metal surgical instruments (such as a mouth guard) may pass current to the patient and result in burns. Steam can be present when insufficient suction is used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. The instructions for use provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications.